Event description:
Customer reported a past high blood glucose event with an unknown cause, occurring earlier in the day prior to contacting technical support. Highest blood glucose level was unspecified, but it was indicated as ¿high¿. Cause was not known. Customer discontinued use of the mobi pump and switched to her backup tslim x2 pump. Technical support recommended consultation with a healthcare provider to discuss potential factors affecting blood glucose levels.